Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed there was no physical damage or evidence of moisture ingress, the pump powered on normally and no alarms were generated. There were no defects found with the internal components, and the allegation of the pump and battery overheating were not duplicated during investigation.

Event description:
The reporter, the pt's husband, reported that the pump was warm to the touch and the paint was 'sticky' and 'bubbling up'. The pump had not been exposed to moisture, there was no moisture or corrosion seen in the battery compartment or under the display. There was no adverse event associated with this issue.